Manufacturer narrative:
H4: device manufacture date: september 23, 2020 - september 24, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed residual fluid inside the device bladder. The photograph suggested an underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to fill volume, temperature, viscosity of medication, difference in height between the fill port and distal end luer lock/flow restrictor and catheter size. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: this event occurred on an unspecified date in april 2021. Concomitant product therapy date: this event occurred on an unspecified date in april 2021. Initial reporter address : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused medication to the patient. After the expected therapy time was completed, it was observed that approximately 30-50% of the medication remained in the bladder and had not been delivered to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.